Event description:
On 5/23/96 an ipp device was implanted. On 5/7/97 received info from the dr-pt complaining of desiring "longer/harder erections." Pt also c/o cylinders "not inflating to maximum length."